Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion and the right atrial (ra) lead exhibited high thresholds. The ipg and the lead remain in use. No patient complications have been reported as a result of this event.